Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h02113 and h11g08013 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was possibly c-diff or possibly peritonitis that was left untreated by the ER the first time. Treatment included unspecified antibiotics. The patient was recovering. It was not reported whether dianeal therapy was ongoing. The nurse reported the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.